Event description:
The plaintiff's atty alleged that the pt experienced an acute myocardial infarction and expired the next day, all of which was allegedly caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.